Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that the mcs monitor has no power. Upon functional testing, fse found that the m cabinet power supply module damaged, pdm board of m cabinet and rear panel was defective. The third-party engineer replaced the rear panel. After replacement of rear panel, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the power supply failed on internal screen. The device was in clinical use.